Event description:
Additional information received indicated the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient presented with phrenic nerve stimulation due to the device entering backup mode. Technical support was contacted and the issue was resolved by performing a firmware download. Further information was requested but not yet available.